Manufacturer narrative:
The hill-rom technician found the communication cable damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received an email from the account stating the beds nurse call is not working. The bed was located at the account in room 911. There was no patient/user injury reported. (B)(4).